Event description:
The extension tube disconnected from the adapter.

Manufacturer narrative:
Received one used unit on 24 april 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.